Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 200mm, 90cm ranger balloon was advanced for dilation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.